Manufacturer narrative:
The manufacturer is reporting in a conservative manner as limited information is known for this event. The hospital will not provide any further details on this event. Device not returned to manufacturer.

Event description:
On july 28th the manufacturer received notification through patient tracking of an event that occurred on (B)(6) for a memo 3d semirigid annuloplasty ring that was implanted and explanted on the same day. No further information has been made available to the manufacturer.

Manufacturer narrative:
The complete manufacturing and material records for the memo 3d semirigid annuloplasty ring, model # smd30, sn# (B)(4), were retrieved and reviewed by quality control at livanova. The results confirmed that this device satisfied all material, visual, and performance standards required for a memo 3d semirigid annuloplasty ring, model # smd30 at the time of manufacture and release.